Manufacturer narrative:
An additional repeat anti-hcv ii result from the e801 analyzer on 05-jan-2026 was 105 coi (positive). Calibration and qc were acceptable. The specificity of the elecsys anti-hcv assay is < 100%. Per product labeling, all initially reactive or borderline results giving coi = 0.9 or <1.0 should be "retest[ed] in duplicate with the elecsys anti-hcv ii assay. Presumptive hcv infection, follow cdc recommendations for supplemental testing." Repeatedly reactive: "presumptive evidence of antibodies to hcv. Follow cdc recommendations for supplemental testing. Retesting of samples with an initial cutoff index = 0.9 to < 1.0 can be automatically performed. A cobas e flow is available to perform a repetition of measurements in duplicate automatically for samples with an initial cutoff index = 0.9 to < 1.0. Both sub-results and the overall result message will be reported." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys anti-hcv ii (anti-hcv ii) on a cobas e 801 analytical unit and another cobas analyzer compared to a competitor method. On (B)(6) 2026, the initial result from the e801 analyzer was 101 coi (positive). The repeat result on the e801 analyzer was 105 coi (positive). Another tube from the same sample was run on the e801 analyzer, and the result was 102 coi (positive). The repeat result on the e801 analyzer was 102 coi (positive). The sample was sent to another laboratory, where the result from a roche method was 106.0 coi (positive). On (B)(6) 2026, the result from the liaison method was < 1.0 (negative).

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The cobas instrument serial number from the other laboratory was not provided.